Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation revision with a 350cc mentor memorygel breast implant experienced right sided rupture with no trauma post procedure. The patient visited the physician¿s office and received a medical diagnosis for the rupture. As a result, explant with exchange is planned for (B)(6) 2020.

Manufacturer narrative:
Additional information was received on june 13, 2024. The explant date was clarified to be (B)(6) 2024. In addition to the right sided rupture reported initially, the patient also experienced right sided baker grade iii capsular contracture. Reason for device explant and/or reoperation: rupture/capsular contracture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on july 12, 2024. In addition to the issues reported previously, the patient also experienced bilateral waterfall deformity, bilateral ptosis, and bilateral lateral malposition post procedure. Replacement with silicone implants (mentor moderate classic profile smooth, round, 215ml on right and 190ml on left), bilateral lateral capsulorrhaphy, and bilateral vertical mastopexy was performed with explant. Reason for device explant and/or reoperation: capsular contracture/rupture/device migration/ptosis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The impacted product was received by the failure analysis lab on august 6, 2024. The investigation of the returned device was completed by the failure analysis lab on august 9, 2024. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).